Manufacturer narrative:
Model number/ catalog number: sc-2352-50, serial number: (B)(4), batch/ lot number: 13924073 / 13981489, model/ catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.